Manufacturer narrative:
Return of product has been requested. Product and lot number not provided by the reporter therefore unable to proceed with product investigation at this time. Full evaluation will occur upon receipt of the returned product.

Event description:
Round heads broke off while brushing [device breakage]. No adverse events. Case description: a male consumer reported that 3 oral-b precision clean brush-heads from a pack of 4 broke off while using an oral-b triumph professional care toothbrush. He stated he does not push hard when brushing, or misuse the brush heads in any way. No symptoms developed.